Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on (B)(6)2023 between 928 and 951 that three alaris pump modules had alarmed for "channel errors". The three pump modules were infusing the following: maintenance IV fluids @ 50 ml/hr, piperacillin/tazobactam, 4.5 g in 110 ml over 3 hours (36.7 ml/hr), running heparin drip @ 18 unit/kg/hr (13.5 ml/hr). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported on (B)(6) 2023 between 928 and 951 that three alaris pump modules had alarmed for "channel errors". The three pump modules were infusing the following: maintenance IV fluids @ 50 ml/hr, piperacillin/tazobactam, 4.5 g in 110 ml over 3 hours (36.7 ml/hr), running heparin drip @ 18 unit/kg/hr (13.5 ml/hr). There was patient involvement but no harm.